Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer stated he had run a blood test on the contour plus (B)(6) 2018, but the memory showed only the reading from (B)(6). No adverse event was alleged. The customer was advised to return the meter for evaluation. The meter was replaced.